Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 2002. Subsequently, the patient was revised due to metallosis on an unknown date. A polyethylene acetabular liner was implanted during the revision. The patient is now being considered for another revision due to instability from recurrent dislocation.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 2002. Subsequently, a revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 2002. Subsequently, the patient was revised due to metallosis on (B)(6) 2015. The modular head and polyethylene acetabular liner were removed and replaced during the revision. The patient is now being considered for another revision due to instability from recurrent dislocation.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 2002. Subsequently, the patient was revised due to metallosis on an unknown date. A polyethylene acetabular liner was implanted during the revision. The patient is now being considered for another revision due to instability from recurrent dislocation. Additional information received reported patient was revised september 28, 2015. The liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2014-01484.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown date in 2002; PMA/510(k) number; manufacture date ¿ unknown.